Manufacturer narrative:
H6. Component code - 4755 - user not correctly announcing meals per IFU. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported disconnecting from the ilet device due to concerns about low blood glucose levels. The user stated that the device was delivering more insulin than expected, and they disconnected to prevent further lows. During the call, the user reported a bg reading of 300 mg/dl, they reconnected to the ilet, and glucose levels began stabilizing. The agent informed the user that extended disconnection or pausing of the device may lead to algorithmic maladaptation. The user also noted changes in their use of meal announcements since the initial adaptation period of the device. The user expressed interest in receiving additional training. No symptoms, external assistance, or medical intervention occurred.